Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older.

Event description:
It was reported that chest pain, stent thrombosis and stent malapposition occurred. The 100% stenosed target lesion was located in a 18mm in length, mildly tortuous coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced and implanted to treat the lesion. After 6 to 7 hours of placement coronary angiography was performed and stent thombosis was observed the physician did an aspiration and bypass grafting and inserted an intra-aortic balloon pump to control the blood flow. It was thought that the proximal stent might have been malapposed. According to physician, the cause of this event was unknown. Hit (heparin-induced thrombocytopenia) was suspected.